Event description:
It was reported that the customer was found unconscious and currently is hospitalized. The customer was in a coma and has suffered brain damage. The customer had been unconscious for over 24 hours when found. He was admitted with blood glucose of 1mmol/l. The carelink report was downloaded and was showing the daily total of 50.4 units of insulin apart from (B)(6) where it has been stopped on 30.4 units. It was believed this is when the customer was admitted to the hospital. He has not given any bolus through the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.